Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt). Premature battery depletion was suspected. The ICD was explanted and replaced. Also noted were high thresholds with this right atrial (ra) lead (4.25v@1.2ms). The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): a distal portion of the lead was received and analyzed. Analysis revealed no anomalies were found. Additionally the distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress and visual summary analysis of the lead indicated apparent explant damage and stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; product ID 694958 implantable tachy lead, implanted: (B)(6) 2005; competitor implantable pacing lead, implanted (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.